Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported decreasing the charging speed improved the burning when charging. The patient noted they could reduce the speed more but then it would take much longer to charge. According to the patient the issue was resolved.

Manufacturer narrative:
Section d10 references: product ID wr9230 lot# serial# (B)(6); product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9230, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer who reported the patient's incision hurts when they charge the ins. The patient stated that the recharger gets very hot and burns them. The patient mentioned that they put an extra cloth over their shirt to provide more insulation, which has helped. It was reviewed that it is normal to feel warmth during a recharging session, but it is not normal to get so hot that it burns. The patient had an appointment with their managing hcp yesterday and they found no issue with the incision or ins. It was reviewed the patient could continue using the extra cloth as a form of insulation, and they could also consider decreasing the charging speed/warmth to see if that helps make the recharging session more comfortable. The patient said they will consider decreasing charging speed/warmth.